Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not prime. It was further reported that the set was blocked in the chamber. This issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was also performed which included pressure testing and clear passage under water testing. The results of the clear passage under water testing were not satisfactory as a blockage was observed in the check valve. The reported condition of unable to prime was verified. The cause of the reported condition was an excess of solvent during manual assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.